Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted a replace battery alarm with code 128-fxxx three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2014 with the following findings: a review of the pump black box data revealed multiple cs 128 call service alarms, which are defined as post delivery motor faults. During testing, the pump powered on properly with the returned battery cap. The battery compartment was observed to be cracked. Current draws measured within specifications. The complaint of the cs 128 call service alarm was not duplicated. The pump case was removed and evidence of moisture ingress was found on the force sensor housing. No evidence of intermittent contact was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.